Manufacturer narrative:
Device operating currents are within specification. No unexpected battery out limit or blank display noted. Device functioned properly. Unit received with intermittent button response due to corroded keypad traces. No ramping numbers noted. Device was received with scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and broken belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and blank display. The blood glucose at the time of the incident was 125 mg/dl. Troubleshooting did not resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.